Manufacturer narrative:
Eval conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that following software upgrade hand held screen became frozen. Troubleshooting did not resolve issue.